Event description:
The customer reported experiencing a cartridge alarm during the loading process. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump, which was still under warranty. The customer was advised to use a backup insulin pump to ensure uninterrupted insulin delivery. Instructions were provided on how to put the faulty pump into storage mode before returning it to tandem. The customer was sent a replacement pump and instructed on returning the original pump within ten days to avoid charges. Additionally, the customer was informed about programming their settings and connecting their cgm to the new pump.